Event description:
PICC found to be leaking at the catheter hub. There was breakage between the hub and catheter. The PICC was indwelling for six days. The PICC was removed, and a new one was inserted. No harm was caused to the patient.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.